Event description:
Customer reported that the insulin pump alarmed button. Customer does not recall significant events leading to the alarm. Blood glucose value is 112 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.